Event description:
Olympus was informed that the biopsy forceps were cutting more tissue than intended during an esophagogastroduodenoscopy (egd) with biopsies procedure. The procedure was completed using the same device. In addition, it was noted that two patients were experiencing a chest pain post procedure. Olympus followed-up with the user facility to obtain more detailed information and was informed that it was alleged that the biopsy forceps were pulling out too much tissue causing the chest pain. In addition, the patient was sent to the emergency room for the chest pain to rule out esophageal perforation. The user facility reported that there was no perforation.

Manufacturer narrative:
The biopsy forcep was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The device IFU instructions manual states do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury such as perforation, bleeding, or mucus membrane damage.